Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon burst. The balloon was removed, and no device fragments left inside the patient's body. Another balloon was used, and the procedure was completed successfully. No patient complications were reported.